Event description:
It was reported that the pouch has a cut in it. The issue was found prior to use.

Manufacturer narrative:
(B)(4). No sample was returned for investigation. There have been no changes in the manufacturing process that could have contributed to the reported event. The device history record was reviewed and found nothing that could contribute to the reported event. The instructions for use state: "sterile unless package is opened or damaged. Do not use if package is opened or damaged." (B)(4).